Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that about a month ago a dog chewed through the patient¿s desktop charger cord (it was not determined if it was the portion going in to the implantable neurostimulator recharger, insr, or the portion going into the outlet). The patient was at the healthcare provider¿s office with the manufacturer¿s representative (rep) to ¿reset¿the implantable neurostimulator (ins). The hcp reported the patient hadn¿t charged in this same time frame. The hcp didn¿t have any further information as to whether or not the ins may have gone into overdischarge. Information received later reported that they were able to get the device fully charged but when they tried to turn stimulation on they got a power on reset (por) message on the patient programmer (pp). The rep. Was contacted and informed them to go to the hcp¿s office because there was a rep. There that could clear the por. The patient was not currently receiving stimulation therapy but was planning on going to the hcp¿s office the following week. Upon device return, analysis found the cable assembly was damaged. The cable assembly was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.